Event description:
Per md h&p radiographic evidence of apparent stimulator malfunction, patient reported device heating and no longer working after being placed some 3 years ago. There was documented evidence of scarring and questionable charring of the dura on the right side. FDA safety report ID# (B)(4).